Manufacturer narrative:
Medical device lot #: 8310528; medical device expiration date: 2021-10-31; device manufacture date: 2018-11-06; medical device lot #: 8337761; medical device expiration date: 2021-11-30; device manufacture date: 2018-12-03. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system with dual port was missing one vent plug. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 383536, batch no: 8310528, 8337761, it was reported that one vent plug was missing and another was off lying in the tray. "Just to inform you we have had two more IV kits that have had missing plugs or plugs lying in tray and not on. Today we had one was missing, and one was off lying in the tray. Lot numbers are # 8310528 and 8337761."

Manufacturer narrative:
The following fields have been updated with corrections: PMA/510(k)#: k183399.

Event description:
It was reported that bd nexiva¿ closed IV catheter system with dual port was missing one vent plug. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 383536 batch no: 8310528, 8337761. It was reported that one vent plug was missing and another was off lying in the tray. "Just to inform you we have had two more IV kits that have had missing plugs or plugs lying in tray and not on. Today we had one was missing, and one was off lying in the tray. Lot numbers are # 8310528 and 8337761."

Manufacturer narrative:
H.6. Investigation summary: DHR review was performed on lot number 8337761; the lot number was built / packaged on nfa line 1 from 07dec2018 thru 17dec2018 for the quantity of (B)(4) units. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. No qn¿s were initiated on the build of this lot number that would not impact the outcome of the quality of the product relevant to the defect in the pir. DHR review was performed on lot number 8310528; the lot number was built / packaged on nfa line 1 from 07nov18 thru 16nov18 for the quantity of (B)(4) units. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. No qn¿s were initiated on the build of this lot number that would not impact the outcome of the quality of the product relevant to the defect in the pir. Visual/microscopic evaluation: 8337761: eight of the units the vent plugs were loosed inside of the sealed packages. Two of the units the vent plugs were loose inside of an opened packages. 8310528: the vent was detached from the y-adapter. Conclusion: design ¿ the defect vent plug loose/missing was identified and confirmed with the eight sealed packages of lot number 8337761. Vent plugs that are loose in the package are a known issue. The vent plug is inserted into the luer adapter at a specified force in manufacturing. This is a design issue; after the nexiva product goes through ethylene oxide (eo) gas sterilization where the fit between the vent plug and luer adapter becomes loose due to material relaxation. The benefit of the eo gas is that it can permeate the packaging membrane and through the part to ensure any bacterial kill within the device that poses minimal bacterial risk to the customer. This eo monitoring is part of acceptance criteria for release of each eo lot before going to the distribution centers and then to customers. Per the ifus in section; catheter insertion: - inspect the catheter system. Check that the clamp (5) is not engaged and that the vent plug (7) are secure.

Event description:
It was reported that bd nexiva¿ closed IV catheter system with dual port was missing one vent plug. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 383536, batch no: 8310528, 8337761. It was reported that one vent plug was missing and another was off lying in the tray. "Just to inform you we have had two more IV kits that have had missing plugs or plugs lying in tray and not on. Today we had one was missing, and one was off lying in the tray. Lot numbers are # 8310528 and 8337761."